Manufacturer narrative:
Correction: h8. Reuse. Device evaluation h6. Health effects: 2199. Medical device problem: 1260. Medical device component: 4742. Type of investigation: 10; 3331. Investigation findings: 4248. Investigation conclusion: 19; 61. H10. The 16021 universal cross connector inserter was received with the tip of the instrument missing. All other features of the instrument appear to be in-spec and unimpacted by the failure. Wear marks at cross sectional area where the failure occurred indicate the hexalobe sheared due to user-applied torsional force. Per communication with the rep, the hexalobe was sheared when attempting to remove an already final tightened cross connector. Shear location was at the start of the transition fillet between hexalobe and shoulder. No patient injury reported. Sheared inserter tip did not return to atec. It was likely discarded by the hospital. Root cause: during the insertion process, the surgeon over-torqued the implant greater than 40 in-lb and likely yielded the twisted hex. The inserter is indicated only to insert, and hand tighten the implant to the construct (not apply forces >40 in-lb). When the surgeon attempted to remove the final tightened implant with the 40 in-lb final torque handle, the torque required was greater than ~50in/lb and the handle was unable to apply sufficient reverse torque. He then deferred to the twisted hexalobe inserter and attempted to use it to untighten the implant, which is not an indication of use for the instrument. He then applied enough torque (~50-60 in-lb) to yield and shear the twisted hex..

Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The end of a universal cross connector inserter fractured while trying to loosen a set screw on a crosslink.